Manufacturer narrative:
Device was not implanted. The actual device has been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, the actual sample, and retention samples. Actual sample received consist of 1 piece unblistered 25g needle connected to a 3ml terumo syringe. The needle hub was slightly deformed due to tight fitting to syringe. No molding related defect or traces of medicine was observed. Based from the results of our investigation, the root cause of the complaint could not be identified. Received sample showed passed results on luer taper and conical fitting test. Also, no molding related defect observed. Retention samples were visually inspected and undergone the luer taper test where all results passed. We have in-process inspection for visual, dimensional, and functional testing to check the overall condition of the product. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. - attachment: [uf medwatch(B)(4)]

Event description:
A lvns (licensed vocational nurse) reported that a surguard3 25gx1 safety needle would not lock onto the syringe (connection). Additional information received on 4/5/18: the reported event occurred before used on patient, it was while preparing vaccines. The vaccine was drawn up with 23 g that was on the syringe. A 25g needle was then replaced with another 25g needle as the faulty 25g needle wouldn't lock. Additional information received on 4/6/18. It was reported that it was a connection issue and not related to the safety mechanism. Medwatch was forwarded to terumo from st. Jude/abbott with the following detail 5/29/2018: it was reported that the medical assistant was preparing vaccines and when needle was placed in prefilled syringe, the needle failed to lock and kept turning. The needle was subsequently changed and the defective needle was placed on a different empty syringe to see if it was the needle or the syringe. The same thing occurred on the empty syringe. The device did not do what it was supposed to do. The intended procedure was a vaccine administration.